Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Biomed on site has started the investigation. Troubleshooting showed that the oxygen gas module had a defective nozzle unit. The defective part has been requested for investigation, but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).